Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: pentaray; carto3; xtrem catherter; dynamic catheter, brk needle, agilis sheath; tuohy needle, agilis sheath; labsystem pro. (B)(4), the device is not reported to bwi.

Event description:
This complaint is from a literature source. It was reported that 125 patients underwent catheter ablation for post-mi vt from january 2008 to november 2013 were enrolled. Among them, one patient died for unknown cause of death based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿impact of new technologies and approaches post¿myocardial infarction ventricular tachycardia ablation during long-term follow-up¿. The purpose of this study was to identify the impact of these innovations on ablation outcome for post-mi vt. Suspect device is a navistar thermocool, however catalog and lot number is unknown.